Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a pelvic tumor causing osteolysis and loosening of the implant. Therefore plan was to remove cup and liner and change head.

Manufacturer narrative:
An event regarding osteolysis involving a pca insert was reported. The event was confirmed by the provided x-ray. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided x-ray by a clinical consultant indicated: x-ray shows vertical acetabulum and osteolysis. No confirmation of tumor, need operative reports and additional serial x-rays. -product history review: indicates all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided x-ray by a clinical consultant indicated: x-ray shows vertical acetabulum and osteolysis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, serial x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a pelvic tumor causing osteolysis and loosening of the implant. Therefore plan was to remove cup and liner and change head.